Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm fenestrated bipolar forceps instrument was analyzed and found to have a conductor wire dislodged from the connector pin on the energy instrument identification board, inside the housing on the proximal end. The instrument failed the electrical continuity test. The conductor wire length measured 60mm which is shorter than the manufacturing specifications. A short conductor wire pulls the slack and causes tension in the wire, which can contribute to the conductor wire getting pulled and dislodge from the connector pin. The conductor wire was reinserted on the connector pin, and it passed the electrical continuity test. Additional observation not reported by site: the instrument was found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument was not delivering energy. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no thermal damage was observed, no arcing was observed.